Event description:
It was reported that the patient's implantable loop recorder documented many episodes of what it was classifying as fast ventricular tachycardia (fvt). The patient was admitted to the hospital where they saw similar events on their telemetry system. The events were noted to be almost on a 12 hour cycle. The patient was questioned to determine possible sources of electromagnetic interference (emi). It was also reported that the episodes might be caused by something the patient was doing that was leading to false fvt episodes. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lifetime fast ventricular tachycardia episode counter was 90.